Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the proximal screws broke post op and remains in the patients body. No more information are available. No x-rays are available. Devices are already discarded and not available for investigation. Update 17-aug-2020: during a removal surgery the head of the screws broke off at the proximal end. The distal part of the screws could not be removed and will be left inside of the patient. The plate and the head of the screws were removed from the patient.